Manufacturer narrative:
The engineer evaluated the ventilator and found that the ventilator does not alarm at power down. Ac power was connected. Unit was powered up into diagnostic mode. The input menu showed that the alarm silence button was stuck on high signal, indicating a short. The down arrow was found not to function, and alarm silence led was illuminated. The fault was isolated to the top membrane. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator down arrow key was not working and additionally found alarm silence light-emitting diode (led) would come on automatically. The ventilator was not in use on a patient at the time of the reported event.